Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. They tried to flush the catheter; however, the issue was not resolved. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, the device (including port, luer hub) was not irrigating. They tried to flush the catheter; however, the issue was not resolved. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: the pentaray nav eco device was returned to johnson and johnson medtech for evaluation. Visual inspection and patency test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. A patency irrigation test was performed, and the device failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device 31525680l number, and no internal action related to the reported complaint was found during the review. The no irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded cannot be determined. The catheter instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).